Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. No product was returned; visual and dimensional evaluations could not be performed. Photograph provided confirms that the device is fractured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the flex shaft snapped when torqued during drill insertion. The 6 + 10.5 head trial, skirt chipped off during trial reduction. Attempts have been made and additional information on the reported event is unavailable at this time.